Manufacturer narrative:
Approximate age of device ~ 9 months. The investigation confirmed the reported controller fault alarms via the log file and the alarm was reproduced during analysis. During preliminary testing of the returned system controller damaged fuse b was observed. The fuse was replaced and the controller was reassembled to continue testing. After being reassembled, the system controller was able to support the pump without issues. The collected event log contained data from (B)(6) 2018. Throughout the log file, driveline power faults were observed along with the controller fault flag, f5 (pwr_b_broken). A burn mark was observed in one of the pins in the driveline bulkhead. The data in the log file, the observed burn mark, and the damaged fuse indicates that the driveline was incorrectly inserted into the controller by 180 degrees, causing the reported controller fault alarms. Reports of similar issues have been documented and a corrective action was initiated to investigate the issue further. The root cause of the reported alarms was analyzed as the driveline being connected incorrectly. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
After procedure, and patient still in or, they inserted internal battery in controller and they saw alarm on screen and on controller. Customer could not tell if this alarm was on during implant. The controller was exchange and problem resolved. No adverse patient impact was reported.

Manufacturer narrative:
Corrected information: section f9: approximate age of device- 0 days (calculated from date issued to the patient).